Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a surgeon removed an intraocular lens (iol) because the haptics appeared crimped during implant. Because the haptics were crimped, the lens had subsequently decentered. Additional information was requested.

Manufacturer narrative:
(B)(4).